Manufacturer narrative:
This MFR report is replacing previously submitted MFR report# 2243072-2024-00308. The catalog number was obtained which changed the manufacturing location, requiring this new initial report. D.2. Medical device type: one additional code applies, fpa. D2a. Common device name: blood specimen collection device; intravascular administration set. D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. E1: initial reporter state: address information was not able to be obtained, therefore, nj was used as a place holder. H4. Device manufacture date: unknown. H.6. Investigation summary: "material #: 367364. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set that there were air bubbles in the wingset tubing. There were no health consequences or impacts reported.